Manufacturer narrative:
Patient information was requested however, not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was debris on the cone of the patient interface and touched the patient's eye. The procedure was not completed. There was no patient injury or surgical intervention. Attempts made to obtain additional information however, there was no response from the customer. This report is 2 of 4.

Manufacturer narrative:
Section h3: device evaluated by manufacturer: yes. Device evaluation: a visual inspection of the returned product did not reveal any debris, loose particles, or fibers. The reported issue could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: section h2: in the follow up reported it was not checked off "additional information & device evaluation". Section h3: in the follow up report it was not checked off "yes" device evaluated by manufacturer. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.